Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. Two blue hooks were detached from the loading catheter. Only one blue hook was returned. The inner diameter of the loading catheter, length of the loading catheter, length of the stylet wire and the blue hook were all measured and verified to be within the appropriate manufacturing specification. No kinks were identified. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a root cause has not yet been determined for this type of failure. A root cause analysis will be performed as part of the corrective action. The instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approximately 2 cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated to reduced occurrences of blue hook detachment. Quality assurance will continue to monitor for complaint trends.

Event description:
The following information was provided by the cook area representative based on comments made by the user: the blue hook on leading catheter came off on both ends when attempting to load the ligator onto the endoscope. They were able to figure out a creative measure to get it loaded. This occurred during the loading process; the loading catheter was not located inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.